Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that a patient with a 25mm 11500a aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of four (4) months due to mild perivalvular leak (pvl). Per the medical records, the patient underwent an avr and mvr. He was readmitted approximately one (1) month later and found to have coagulase negative staphylococcus endocarditis of the unknown prosthetic mv which was treated with IV antibiotics. Subsequently, new moderate aortic pvl and trace central aortic insufficiency were observed on tee. Out of concern for accelerated degradation of the valves, most likely due to underlying endocarditis, the patient was re-evaluated for intervention. The hospital course was complicated with acute heart failure, acute respiratory insufficiency, aki, gross hematuria, and cystoscopy. Due to the risk of anticoagulation, aortic balloon valvuloplasty was performed three months post initial avr. [2021-01373-01]. There was residual mild pvl which was not amenable to correction. The patient was re-evaluated for redo surgery vs valve-in-valve which was delayed due to continued episodes of hematuria. 21 days post valvuloplasty, a tavr was successfully performed with a 29mm 9600tfx transcatheter valve without complications. Tte demonstrated trivial to mild pvl. The patient was discharged home on pod #3.